Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch, loss of capture, and high impedance. It was also noted that the right ventricular (rv) lead exhibited high impedance, high thresholds and potentially a slight dislodgement. The ra and rvleads remains in use. No patient complications have been reported as a result of this event.